Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues and decreased performance. Device testing revealed results within normal limits. External equipment was exchanged and programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Correction information section b.1 & h.1. Additional information section b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed exposed electrode wires in the array and a missing contact pad on one electrode. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed broken electrode wires in the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on several channels to be out of range. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.